Event description:
Attorney alleged that the patient sustained serious personal injuries following the failure of a spinal stimulator. The device was explanted.

Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), product type recharger product ID 3708240 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3776-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3550-39 lot# n168183, implanted: 2009 (B)(6), product type accessory product ID 3550-39 lot# n202073, implanted: 2009 (B)(6), product type accessory product ID 3487a-45 lot# v121707, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead product ID 3487a-45 lot# v191307, implanted: 2009 (B)(6), explanted: 2011 (B)(6), product type lead. (B)(4).